Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for previous surgery per op report on 07/02/02 mentioning ¿previous incision¿ were not provided.] (B)(6) 2002: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: incisional herniorrhaphy with mesh. Anesthesia: general anesthesia. Anesthesiologist: (B)(6), md. Description of procedure: ¿the patient was taken to the operating room and placed in the supine position where general anesthesia was obtained. Afterwards, her abdomen was prepped and draped in the usual sterile manner using duraprep. I went through the previous incision and extended down around the umbilicus, down through the skin and subcutaneous tissue and got into the hernia sac. This was then dissected out and there was quite a wide defect. I dissected out the peritoneum over to what turned out to be the medial edge of both rectus muscles where the defect was. I dissected the peritoneum off here and reperitonealized this area after lysing adhesions in the surrounding hernia sac of the omentum. I wanted to reperitonealize this to protect the bowels as much as possible, but I also decided to use the nonstick dual sided mesh to further enhance this. The mesh was then secured to the edges of the fascia with #0 nurolon horizontal mattress sutures and this gave us a nice repair. We then irrigated and hemostasis was excellent. I placed a 7 flat jackson-pratt drain in the base of the wound and brought it out through an inferior incision with 2-0 silk and the skin was closed with staples. Sterile dressing was applied and the patient was taken to the recovery room in stable condition having tolerated the procedure well.¿ estimated blood loss: minimal. Sponge and needle count: reported as correct. (B)(6) 2002: (B)(6). Implant record. Implant sticker. Dualmesh corduroy antimicrobial. Item #: 1dlmcp04. Lot #: 01261449. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/01261449) was implanted during the procedure. (B)(6) 2002: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: infected wound of probably [sic] mesh. Operation: exploration of wound, removal of mesh. Anesthesia: general. Anesthesiologist: (B)(6), md. Findings: infected mesh. Description of procedure: ¿the patient was taken to the operating room and placed in supine position where general anesthesia was attained. Afterwards, her abdomen was prepped and draped in the usual sterile manner using betadine scrub and solution. We made an incision through her previous incision part-way and got down onto the mesh and there was obviously some undrained pus and it was on top of the mesh. I opened the wound its full length and evaluated the mesh through this. There was also, I think, a little purulence coming from underneath the mesh, so I elected to remove it by removing the sutures which secured the mesh and removing it. We had a little closed space here that did not extend to the rest of the abdomen. I cleaned this up with saline as well as triple antibiotic solution. The only way I could really close this wound effectively at this time was with retention sutures of #2 nylon and three of those were placed and tied. The wound was the [sic] packed with antibiotic-soaked gauze and a sterile dressing applied. The patient was taken to the recovery room in stable condition, having tolerated the procedure well. The estimated blood loss was minimal. The sponge and needle counts were reported as correct.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for manufacturing evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01261449. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2002, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.